Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. As there was no available tracking and trending data at the time of the investigation, a tripped trend review was not performed but the complaint will continue to be monitored. If the product data is returned, additional extended investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a social media complaint of a customer stating ¿no scan button¿ using the adc freestyle librelink app. As a result, the customer had a loss of consciousness and was provided dextro gel by the husband for treatment. No further information was provided. There was no report of death or permanent injury.